Event description:
In the article "complications of injectable fillers, part 1", aesthetic surgery journal 33(4), the author describes signs and symptoms of common and rare complications due to the injection of hyaluronic acid dermal fillers. While discussing treatment of "granulomatous inflammation" secondary to hyaluronic acid dermal filler injection the author provided information on a methods he has employed. The author specifically addresses the one time he has used "5-fluorouracil" as treatment.

Manufacturer narrative:
The author does not have additional information to report about this adverse event; type of hyaluronic acid dermal filler is unknown and no pt information is available. Device labeling: undesireable effects: the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.